Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. It was stated that the adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the supine position was not recognized by the adaptive stimulation (as) programming. The orientation was reset and the sensing angle was changed repeatedly in an attempt to troubleshoot the issue; however, the supine position still could not be recognized. Ultimately, the implantable neurostimulator (ins) was scheduled to be removed on (B)(6) 2018 as a result of the issue. The ins was explanted; after which an attempt was made to test the detection of the 3 axis sensor of the removed ins and it was noted the upright position could be detected although it was a slight angle. Minimizing the detection angle of the upright position and maximizing the detection angle of the lying back position was performed as a countermeasure against ¿detecting upright position even in the lying back position.¿ it was noted that when the ins was initially implanted that the ins ¿seemed to have interference (touch) with the ilium and it was suspected that this might have an influence on the inclination of the ins.¿ there were no further complications reported or anticipated. It was noted the patient was implanted for the treatment of chronic pain.